Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device randomly freezes and turns off. No patient impact or consequences were reported.

Event description:
The customer reported the device randomly freezes and turns off. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. When powered on the device randomly and intermittently exhibits a 3 beep watchdog alarm with flashing red led and blank lcd display. Internal inspection showed placing physical pressure on the u5 component on the instrument board allows the device to function and relieving the pressure results in the 3 beep failure. Bga solder head-in-pillow identified on u5 through microscope inspection. A service history record review reveals that this unit was in the field for over ten months with no previous reported issues related to this reported event.